Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of atrial septal defect requiring intervention (atrial perforation) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The atrial perforation appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and is unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed on the steerable guide catheter to report the atrial septal defect which required a closure device. It was reported that this was a mitraclip procedure to treat grade 4 functional mixed etiology mitral regurgitation (mr). There were no difficulties, nor abnormalities with the transseptal puncture site. One mitraclip was implanted through the steerable guide catheter (sgc) across the inter-atrial septum, reducing mr grade to 1. After removal of the clip delivery system (cds), a jet from the septum was noted, along with a reduction in oxygen saturation. The jet was diagnosed as an atrial septal defect and was treated with a septal closure device. There were no issues using the sgc, nor the cds. No additional information was provided.